Event description:
On (B)(6) 2022, it was reported by a sales representative via email that an ar-1588al-cp allograft graftlink was being tightened down to the tibia with a spare btb tightrope, the sutures broke just below the button construct. The graft was pulled out and a new one was opened. Surgeon had to slightly alter procedure with a full tibial tunnel through the cortex and a 14mm button applied using an abs tightrope. This was discovered during an all inside allograft graftlink acl procedure.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Visual evaluation identified that the sutures had torn. However, without the return of the device, further investigation cannot be performed. The root cause of the reported failure mode is undetermined.